Manufacturer narrative:
A spacelabs field service engineer (fse) arrived onsite to further investigate two reports of loss of telemetry monitoring at the same central monitor. (One event was previously reported in MFR# 3010157426-2017-00011.) The fse found a thumbtack had been accidentally placed by the user through the data cable which caused a short. Removing the thumbtack resolved the issue. The device passed all tests and was returned to use. This report is considered complete and the matter closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.